Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis was completed. The wire returned inside the retrieval sheath, and the filter bag came back in deployed state. The delivery sheath was not returned. A kink was observed in the spring tip. Sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function.

Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became entrapped with the filterwire ez. The filter was difficult to recapture into the retrieval sheath. As a result, the filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.

Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became entrapped with the filterwire ez. The filter was difficult to recapture into the retrieval sheath. As a result, the filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.